Event description:
It was reported that during an inspection of the equipment, two devices were discovered broken. The tip of cannulated 2.5mm hexagonal screwdriver is broken off and missing. It is unknown if there were any issues with the device prior to discovery. The ratchet portion that locks the wire cutter 220mm is broken off. Fragments are missing. The issue was discovered during sterile processing. No issues with the device prior to discovery. No case or patient involvement. Devices will be returned for evaluation. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 314.29 cannulated hexagonal screwdriver with unknown lot number was likely caused by numerous years of consistent use. The 314.29 driver was returned and reported to have broken off and become missing. This condition is confirmed; a small chip is missing from the distal tip of the screwdriver. It is likely that numerous years of consistent use and sterile processing cycles have led to this complaint condition. The device is in much worn condition. The part number etched into the phenolic handle is nearly unreadable and what remains of the hexagonal tip appears almost entirely rounded. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended, however, this complaint is not a result of any design related deficiency. The condition of the returned devices agrees with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.